Event description:
A malfunction alarm with the code malf 12 was reported by the customer, but there was no reported adverse impact on their blood glucose level. The customer performed a reset on their own before contacting technical support. Technical support confirmed that the pump was under warranty and arranged for a replacement pump to be sent. The customer chose multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. They were instructed to put the pump into storage mode and return it using a pre-paid label within ten days, which the customer understood and acknowledged.